Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead. No patient symptoms were reported. The noise could not be reproduced. No intervention was reported.